Event description:
It was reported that during a routine device replacement, the left ventricular (lv) lead failed to capture at maximum output in all pacing configurations. The lv lead was confirmed to be dislodged with the fluoroscope. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator, (B)(6) 2009; 407652, implantable pacing lead, (B)(6) 2009. (B)(4).